Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) on the homechoice (hc) during dwell five of seven. This event occurred during use and resolution was provided during the initial customer contact. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.